Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation the specific cause of phenomenon could not be identified. Imaging issue was not reproduced during evaluation. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that the evis eus ultrasound bronchofibervideoscope had an image problem (dim red light at end of case) and a possible blind spot. The issue occurred during a diagnostic procedure that was completed with the same device. There was no patient harm or impact.

Manufacturer narrative:
To date, the device has not been returned to olympus for evaluation. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.